Event description:
The device was used to analyze the ECG rhythm of a pt diagnosed as in cardiac arrest. The device advised a shock which was delivered. Subsequent analyses resulted in no shocks being advised. Upon later review of the recorded ECG rhythm, the customer expressed the opinion that the pt's ECG rhythm did not appear to be a shockable rhythm during the first analysis. The pt was not resusciated. The reporter indicated the pt's outcome was not related to the use of the device. This opinion was based on an assessment of the pt's condition.